Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button was intermittently responding to button press and required multiple presses to respond. The patient stated that the keypad was intact, however, the button symbols were worn. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the ok button response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed all keypad buttons to be functional. The keypad was removed for investigation and contamination was found under all button contacts. Unrelated to this complaint, the display was faded and pink: removed and replaced display and contrast returned to normal.